Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the batch/lot number is unknown.

Event description:
During the procedure for lateral fibula surgery, 2 cortical screws broke during implantation. Both remain in the patient's bone and could not be removed. This issue caused a 40 minute procedural delay. This report is related to report number 3025141-2022-00053 which is on one screw involved in this event and report number 3025141-2022-00054 which is on the second screw involved in this event.